Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir's o-rings and stopper groove for anomalies, none were found. Ran basal, bolus leaking test: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak and not occluded. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose on (B)(6) 2020 with blood glucose of 49 mg/dl at the time of the incident. The customer used food to treat the low and ended up with a high of 457 mg/dl. The customer used manual injections and a bolus to treat the high. The customer experienced low symptoms such as body aches and muscle pain. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer stated the pump did not notify them of the lows. The customer believes the insulin pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis. The reservoir will return for the analysis.